Event description:
Pt's uterus was punctured by physician during the insertion of the manipulator. Physician believes the puncture was due to the overstated curve of the manipulator. Pt was given ancef 1 gm IV per anesthesia. Manipulator was discarded after incident. Further orders for manipulators were cancelled.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - human factors. Conclusion: device unavailable for follow-up investigation examination, user error caused event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded, device temporarily removed from service, use of all similar devices stopped temporarily. The device was destroyed/disposed of.